Manufacturer narrative:
Both shunts were observed to have areas at the "t" with residual adhesive in a pattern indicating that the shunts had been adhered to something. The general consensus was that the shunts had probably adhered to each other (or to other shunts in the lot) when removed from the "t" -port bonding fixtures. This would occur only if the shunts were removed from the fixtures before the joints were sufficiently dry. The saddle of complaint #1094 appeared to be compressed and lifted away from the body tube. It was discussed that the most likely process steps which could have caused the saddle to be compressed in this manner were either during the cooling of the saddle flare or the drying of the saddle bond. It was suggested that the final inspectors conduct a more critical visual examination of the saddle area.

Event description:
Leak.